Event description:
It was reported that upon interrogation the pulse generator exhibited back up vvi. A user download was successful in restoring the device to normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.